Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient underwent l tkr on (B)(6) 2016. Revised on (B)(6) 2022 due to an infection. Advance double high 10 mm insert replaced with advance mp 10mm insert. Australia-(B)(4).